Event description:
Reporter states that after about a day and a half the device was not delivering properly and his blood sugar went up sky high to 300. He has had the same problem before and has notified the MFR with no response. He aid send samples to the MFR also.